Manufacturer narrative:
Shrestha bm. Massaging thrombosed ptfe hemodialysis access graft - recipe for disaster. J vasc access 2007; 8:120-122.

Event description:
Via the scientific literature, a "gore-tex" forearm loop graft was placed between the brachial artery and basilic vein for hemodialysis vascular access with satisfactory thrill and bruit over the venous end of the graft. The baseline and intraoperative blood pressures were 150/85 mm hg. Four hours postop, the patient presented with hypotension (bp=70/40 mm hg.) Which led to graft thrombosis with the absence of thrill and bruit; however, a radial pulse was palpable and the hand was warm and pink. The bp was restored to 130/70 mm hg with intravenous saline administration. The graft was gently massaged which led to transient restoration of the pulse on the arterial end of the graft. This lasted for about a minute. This was followed by immediate loss of the radial pulse with a cold and pale hand. Upon reintervention, it was discovered the graft and radial artery was totally thrombosed. Thrombectomy of the radial artery with a 4 fr fogarty embolectomy catheter was performed which led to restoration of the radial pulse and reperfusion of the hand. The graft was removed and the artery reconstructed. Postoperative course and subsequent follow-up was uneventful.